Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump lost power. The indicated blood glucose (bg) level of 340 mg/dl with no reported signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (b)(40 2014 with the following finding: a review of the pump¿s black box history showed that an unacknowledged low battery warning and a replace battery alarm were recorded on (B)(6) 2014. The alarms went unacknowledged for just over six hours. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The battery cap was able to be fully tightened to the pump; however, the ¿coin slot¿ on top of the battery cap was stripped making it difficult to remove. No power losses occurred during testing. The battery compartment was found to be cracked below the grip pad. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of loose components or moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.